Event description:
The patient's family member called to report that the patient was sent to the hospital because their lead failed and started shocking the patient. The lead was disconnected and a competitor's pacing lead, which had been previously inactivated, was connected to the implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD) - 2010 (B)(6). (B)(4).